Event description:
The micro sagittal saw was sent for evaluation because it was overheating and an oily looking substance was noted by the blade mount. The event occurred during a bunionectomy procedure. The procedure was completed with a readily available alternate device without any procedure delay; no adverse event was reported.

Manufacturer narrative:
Corrosion was noted within the internal components of the device.